Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08640 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was of above 500 mg/dl. The customer blood glucose level was 413 mg/dl at the time of incident and the current blood glucose was 535 mg/dl. The customer was treated with bolus deliveries and manual injections. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump and was under delivering. Insulin pump received insulin flow blocked alert. Insulin pump passed displacement test and customer declined to performing high pressure test. The insulin pump will be returned for analysis.